Event description:
The account alleged that the siderail does not lock in the up position. No patient impact.

Manufacturer narrative:
The account found blood and contamination in the siderail latch assembly. The account cleaned the siderail latch assembly to resolve the issue.